Manufacturer narrative:
(B)(4). (Eval method, result, conclusion): the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.

Event description:
A pt was scanned with the sense body coil in 90 degrees rotated position over the pt's upper body. The cables of the upper and lower coil part ran diagonal to the side of the table. The lower cable touched the back side of the pt's right leg. Two days after the examination a blister of 3-5 cm was observed on the backside of this leg. On the front side of the same leg a reddening of skin was observed where the upper cable was positioned. Investigation of the event is still ongoing and a final report will follow.